Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited multiple pacing impedance spikes that would jump to high pacing impedance but would return to baseline levels. The rv lead remains in use. No patient complications have been reported as a result of this event.